Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, both right ventricular (rv) and right (ra) leads exhibited loss of capture, high impedance measurements and helix mechanism issue resulting in failure to extend the helix. X-ray was performed and revealed a dislodgement of both rv and ra leads. Both rv and ra leads were explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture, and high pacing impedance. A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of failure to capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and overtorque of the inner coil.